Manufacturer narrative:
A1: date of birth is unknown. D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 44-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure/purge system blocked alarm. A slight leak at the purge connector was observed, which resolved. Purge flow and pressure increased and became blocked within an hour. Tissue plasminogen activator (tpa) was initiated. There were no tubing kinks observed. There was no noted interruption of flow or support for the patient. The patient continues on support, pending a heart transplant. While on support, the impella functioned at p-7 at 4.2l/min as intended with d5w sodium bicarbonate in the purge solution. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient. Additional information: tpa resolved the issue.